Event description:
The patient's stimulator was replaced on (B)(6) 2013. The patient may have a paddle revision due to not enough coverage on the right side. Additional information regarding this was requested.

Event description:
Additional review indicated only the information regarding the implantable neurostimulator (ins) explant in feb (B)(6) pertains to this manufacturer¿s report. All other information involving the lead migration was reported in MFR report # 3004209178-2013-11190. Any additional information not related to the ins explant in 2013 will be reported MFR report # 3004209178-2013-11190.

Event description:
It was reported there was an overdischarge for the past two years due to patient compliance. The patient experienced lack of efficacy due to lead migration. It was stated the battery will be replaced as well as a revision on the lead replacement. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicates information reported previously in MFR # 3004209178-2013-03152 pertains to manufacturer¿s report # 30042 09178-2013-11190.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).